Event description:
It was reported that the patient had an extremely high short integrity count (sic) on the right ventricular lead associated with the ICD system. The patient was noted to have a crt-p system implanted on the right side and a ICD system on the left side. Programming changes were made which reduced the count, but sic was still present. No non-sustained tachycardia episodes were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334vrg, ICD, implanted: (B)(6) 2012; 8042b, crt-p, implanted: (B)(6) 2007; 5071, lead, implanted: (B)(6) 2007; 5054-58, lead, implanted: (B)(6) 1998. (B)(4).